Event description:
The system 7 dual trigger rotary was received by a stryker foreign subsidiary for service. Upon evaluation, it was noted that the trigger was sticking causing the handpiece to continually run. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was received by a stryker foreign subsidiary for service. Upon evaluation it was noted that the trigger was sticking causing the handpiece to continually run. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, trigger sticks, was confirmed. During the inspection the service technician observed the forward trigger assembly would catch and intermittently stick causing run-on, which required replacement of the trigger assembly. A trigger assembly failure can cause issues with device functionality including run-on.